Event description:
Knee pain, knee swelling, knee effusion, knee stiffness. Information was received in 12 2003 from an investigator regarding a patient who is enrolled in study titled "an open-label, uncontrolled, single-centre study of the effect of synvisc treatment on synovial fluid components in patients with mild to moderate (oarsi atlas criteria grades 1 and 2) primary osteoarthritis of the knee." In this study, patients will have synovial fluid aspirations followed by one synvisc (2m1) injection of the knee on a weekly basis for three weeks. The patient has a four year history of osteoarthritis that has been treated with nsaids and steroids. The patient has no previous history of effusion. X-ray findings of the right knee (date unknown) reveal grade ii, moderate oseoarthritis with joint narrowing and osteophytes. The patient received three injections of synvisc to the right knee in 2001, no effusion was collected prior to any of the injections. In 2001, the patient developed knee pain and knee swelling. In dec 2001, 10ml of fluid was aspirated from the patient's knee for analysis. Results were negative for infection and crystals. The patient was treated with an intra-articular injection of 80mg of depo medrol and 2ml of 1% zylocaine. The patient also experienced knee stiffness in jan-2002 and later in jan-2002, 17ml of fluid was aspirated from the knee, which was sent for analysis (results pending). The patient was then treated with an intra-articular injection of 20mg of kenacort and a tapering, two week oral dose of 25mg of prednisone. At the time of this report, the patient's clinical outcome is unknown. The investigator indicated that the adverse events are related to the study device (synvisc). Synovial fluid or effusion should be removed before each injection of synvisc.